Event description:
Customer reported the screen of the blood glucose monitor looks "burned all over." Customer reported the monitor has looked this way for several years. No adverse event was reported. The alleged product was replaced and requested for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.